Manufacturer narrative:
(B)(6).

Event description:
It was reported that the stent was blocked, and emergency treatment was carried out immediately. On (B)(6) 2024, a 5 x 150 x 130 innova self-expanding stent was placed to treat peripheral vascular disease. The patient stopped taking medications spontaneously, and on (B)(6) 2024, the stent became blocked, leading to in-stent restenosis. An emergency treatment was carried out immediately by using rotational atherectomy of the plaque and drug-eluting balloon. The procedure was successful with no further adverse event. The patient is in good condition.